Event description:
My orthodontist use a device called "actify" on my bone to make my teeth move faster. I was given a numbing shot during the treatment, but it hurt so bad and never stopped bleeding. My dr said it was because the screw was too big. I have raised area of bone around each place. He used this device and it still hurts now. I have to go to oral surgeon to get checked out. This doesn't seem right to me. I asked the dr for info on the company and safety labels, he showed a tube with a screw with no labels or instructions. This can't be right and safe. Https://straussdiamond.com/product/actify. This is website for the product that was used on me and I don't think it is a safe product.